Event description:
It was reported to medtronic neurosurgery that the needleless injection site's cap broke on the patient line stopcock. It was also reported that there was no injury to the patient.

Manufacturer narrative:
Only the patient line stopcock and most proximal patient line tubing segment were returned. The patient line tubing was securely adhered to both tubing to luer connections. The top white cap of the needleless injection site was observed to be missing. White stress marks and jagged edges were observed at the white cap connection site. It is unknown how or when the damage occurred. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).